Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has over 11 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was most likely simethicone, and it possibly remained in the device because reprocessing could not be conducted properly. This is most likely because of leakage from the scope cover. However, the root cause could not be determined. The events can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that the instrument shows bite damage on the evis exera iii gastrointestinal videoscope. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, it was found that the air/water tube and cylinder has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the non-reportable findings were as follows: the water tightness was lost due to wear of scope cover packing, the air/water cylinder, and the suction cylinder both had no color, the objective lens had a chip, and the connecting tube had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.